Event description:
It was reported via a clinical study that a patient underwent an initial left total knee arthroplasty. One week post implantation, the patient developed wound drainage complications requiring application of a knee immobilizer. Two months post implantation the patient underwent a manipulation under anesthesia due to stiffness and limited flexion. The patient continued to report stiffness and was placed in a splint. One month after the manipulation under anesthesia, the patient underwent an open resection for scar tissue due to arthrofibrosis. The patient was ultimately revised approximately ten months post implantation due to ongoing pain, difficulty ambulating, and arthrofibrosis. During the revision, extensive scar tissue was noted as well as a pseudo meniscus formation circumferentially around the joint. The femoral component and articular surface were exchanged and the patella was resurfaced without complication. The tibial component remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for evaluation as the product has been discarded. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10 it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression 'wound concerns' or 'non-healing wound' would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint under anesthesia (mua) to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.

Event description:
No further event information at time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. H6: component code - mechanical g04-femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during the initial surgery. The patient experienced limited rom with pain and underwent mua to resolve it. However, the patient continued to experience the same symptoms. Therefore, a revision surgery was performed. During the surgery, significant scar tissue was removed and all implants were replaced along with patella resurfaced. A definitive root cause cannot be determined. Per package insert, pain and limited rom were known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h10. Additional information does not change previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. One week post implantation, the patient developed wound drainage complications requiring application of a knee immobilizer. Two months post implantation the patient underwent manipulation under anesthesia due to stiffness and limited flexion (80 degrees). The patient continued to report stiffness and was placed in a splint, though flexion had increased to 125 degrees. It was reported that two months after initial adverse event of manipulation under anesthesia the patient then underwent an open resection for scar tissue due to arthrofibrosis. Final outcome still remains pending.

Manufacturer narrative:
(B)(4). Concomitant medical products: natural tibia trabecular metal two-peg porous fixed bearing left size e: catalog#:42530007101, lot#64883821; articular surface medial congruent (mc) left 13 mm height: catalog#42512100813, lot#64925448. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00231, 0001822565-2021-02863. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. One week post implantation, the patient developed wound drainage complications requiring application of a knee immobilizer. Two months post implantation the patient underwent a manipulation under anesthesia due to stiffness and limited flexion (80 degrees). The patient continued to report stiffness and was placed in a splint, though flexion had increased to 125 degrees. Outcome remains pending.